Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that despite the customer experiencing low blood glucose (bg) levels, the customer delivered boluses. Customer arrived to the emergency room with a bg level of 34 mg/dl. Customer was given carbohydrates to treat low bg level. Customer was at target range upon leaving the emergency room and reported feeling "okay". Reportedly, customer consulted with health care provider and now understand when boluses should be delivered. Additionally, the customer wanted to turn the bolus feature off and tandem technical support educated the contact that the feature cannot be turned off and that a bolus will only be delivered if the user requests a bolus.